Event description:
In 2008, the pt's daughter reported that the pt's blood glucose measured "hi" on her blood glucose monitor this morning and she was vomiting. She stated that it is not unusual for the pt to experience elevated blood glucose, and she does not have a normal range. The daughter stated that the infusion device was in the stop mode when she checked and she placed it back in the run mode. The daughter was assisting in verifying that the infusion device was in run mode. The daughter was advised to contact the pt's physician for instructions to lower the pt's blood glucose. Further attempts to f/u with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.